Event description:
It was reported that during a lap colectomy procedure, the device was installed to the handpiece and connected to gen300 generator, the shear was tested before passing to a surgeon, the testing is passed but some strange noise is generated from the shear. The shear was used as usual in mobilizing the tissue, a "instrument" error code is displayed on a generator, the scrub nurse checked and un-installed the shear and blade. At this time, a wrench is rotated anticlock to loosen the blade, only a top part of the blade is loosen and can be taken out, a whole piece of the metal rod is still fixed on the handpiece. The part of the blade is screwed and tighten upon by wrench in clockwise position and installed the shear again, a noise is generated during testing progress and an "instrument code" is displayed. The nurse cannot loosen the whole piece of blade as usual and only a part of the blade is moved with a direction of wrench. Finally another handpiece and new set of lcs15 was opened with the same generator to complete a surgery. No patient consequence.

Manufacturer narrative:
The analysis results found that the lcs15 was received in good visual condition. However, when the device was disassembled from the hand piece, only the tip of the blade came off.